Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
An intracranial pressure (icp) monitoring kit was involved in an event and was described as follows; the catheter was zeroed prior to insertion. When the catheter was inserted, the icp was reading 20mmhg. After 1 hour, it began to fluctuate between 1mmhg and 3mmhg as the therapeutic hypothermia was performed. The temperature was functioning fine. The physician revised to a new catheter which functioned normally. There was no pt injury with this event.